Manufacturer narrative:
Additional information was added to d4, d9, h3, h4, h6, and h11: h11: the device was received for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Functional testing was performed, and the left ring being dislodged from the jaw assembly was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rings of a 2.5mm coupler "came off". This was observed after the device was tightened and anastomosis had been completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.